Manufacturer narrative:
The system will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system experienced a pocket erosion. The system was explanted and the patient was hospitalized for antibiotic treatment. The patient will then receive a new crt-d system on the right side. No additional adverse patient effects were reported.